Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this patient's device was observed to have an estimated longevity of two and a half years. During a previous follow-up approximately three months prior, the longevity was only estimated to be about a year. Boston scientific technical services reviewed a save-to-disk and confirmed the increase in longevity measurements between follow-ups was due to the device switching between current bins due to pacing in both chambers and due to low pacing impedance measurements in the atrial chamber. No measurements were observed to be out of range. The patient will continue to be monitored for the time being and the device remains implanted and in service. No adverse patient effects were reported.